Event description:
A remstar auto a-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the service technician found dust contamination and the unit was scrapped upon completion of the device evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.